Manufacturer narrative:
This MDR is related to ge healthcare complaint numbe. The ge service representative regreased all of the ht candle sticks then performed a filament calibration. He could not repeat the problem. He suggested that when possible, a lower frame rate (4 or 8 / sec) should be used during the cine to reduce the heat load. The system performed asexpected.

Event description:
The customer reported that the unit was displaying a heat overload message. They needed to wait for the unit to cool before finishing the case.